Event description:
Report received that the device did not alarm for air in line. During testing at the user facility, the device reportedly did not alarm for air in line. There was no reported adverse pt event while the device was in clinical use.